Event description:
It was reported that the control module is making a very loud noise. There was no pt consequence reported. Case was completed using the unit.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer's complaint and found that the vacuum pump was causing the problem with noise. Also found was the unit had inadequate vacuum regulation due to the vso, the tubing assembly was worn, the ferrite shield was missing and the unit could not be loaded with software of any kind due to the uniboard. To correct the customer's complaint, the analysis site replaced the vacuum pump, four pump mount screws, the vso, the tubing assembly, the ferrite shield and the uniboard. As part of the standard service process, the muffler was replaced, dow corning lubricant was applied to the dc motors, and replaced if board to bezel. After servicing, the unit passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.